Event description:
It was reported that this implantable cardioverter defibrillator (ICD) patient experienced ventricular tachycardia (vt). Anti-tachycardia pacing (atp) was delivered, and the third burst accelerated the patient's rhythm into ventricular fibrillation (vf). The device delivered a shock, which successfully converted the rhythm. Boston scientific technical services (ts) discussed reprogramming options. This ICD remains in service. No additional adverse patient effects were reported.